Event description:
At an appointment in (B)(6) 2020 high channels were seen. A follow-up appointment was delayed until (B)(6) due to covid19. No accident, trauma, redness, swelling or changes in medication or health status have been reported. The parents did not notice changes in hearing performance but the user is a bilateral user. The user was re-implanted on the (B)(6) 2020. This report refers to 9710014-2020-00623. For further information please refer to this report.